Event description:
It was reported that the customer had a button error alarm and cracks on the insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive escape button due to flattened button dome switch. No button error alarm noted. The insulin pump has cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.